Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen, bupivacaine, and morphine (concentrations and doses were unknown). The type of baclofen and lot number was also unknown. Indications for use were listed as intractable spasticity and multiple sclerosis. Other medications the patient was taking at the time of the event and medical history were not reported. It was noted "one time in the past" the patient had run out of medication in the pump. It was due to a scheduling error by the healthcare provider's (hcp's) office and was never told the alarm was something only she could hear and "it was really bad". The patient got the pump refilled and it resolved. The event date of the pump running out of medication due to scheduling error was 2014 (around (B)(4) day). The patient had been discharged from that hcp's office due to breech of contract, although the patient denied this. Information omitted pertaining to pe (B)(4) - increased spasticity and bad ms day - (B)(4) (con): the document contained no new information pertaining to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen, bupivacaine, and morphine (concentrations and doses were unknown). The type of baclofen and lot number was also unknown. Indications for use were listed as intractable spasticity and multiple sclerosis. Other medications the patient was taking at the time of the event and medical history were not reported. It was noted ¿one time in the past¿ the patient had run out of medication in the pump. It was due to a scheduling error by the healthcare provider¿s (hcp¿s) office and was never told the alarm was something only she could hear and ¿it was really bad¿. The patient got the pump refilled and it resolved. The event date of the pump running out of medication due to scheduling error was 2014 (around labor day). The patient had been discharged from that hcp¿s office due to breech of contract, although the patient denied this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.